Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was generating a popup with a screen displaying antivirus software needs to be addressed and user unable to close or navigate away from the screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed antivirus alert screen. The technical support specialist (tss) addressed a customer reported eset license renewal popup by verifying dst bulletin 225 and reinstalling eset and resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was generating a popup with a screen displaying antivirus software needs to be addressed and user unable to close or navigate away from the screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.